Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 12-mar-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2018 with the following findings: on investigation, the pump powered on and ez-prime steps were successfully completed. Electrical current draws were evaluated and were found to be above specifications. Investigation duplicated the complaint. Electrical current draws were out of range due to intermittent condition involving a cold solder connection on the continuous glucose monitoring module inside the pump.